Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-nov-2025.

Manufacturer narrative:
Device evaluation: the device evaluation of zso-7-12 of unknown lot number could not be completed as the device or photographic evidence was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wire guide. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: during the loading process onto zso-7-12 on the guide wire (metii-35-480), the pigtail part of the stent was bent. The wire did not pass the stent; they finished the process using the new zso-7-12. The patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 1 device, confirmed prior to use. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wire guide.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: this complaint occurred during the preparation process. During the loading process onto zso-7-12 on the guide wire (metii-35-480), the pigtail part of the stent was bent. The wire did not pass the stent, they finished the process using the new zso-7-12, and the guide wire was not replaced.